Event description:
It was reported that the customer had 3 sensors that when the transmitter was connected, the transmitter did not flash. Customer stated that when the sensor was removed, the electrode on 2 sensors was not there. The transmitter did flash when removed from the charger. Blood glucose value was 9.0 mmol/l. Nothing further reported.

Manufacturer narrative:
One opened and used sensor was found and the cannula was found retracted inside of the sensor. It could not be confirmed if the customer received the sensor in said condition due to the sensor being returned opened and used. No adhesive anomaly could be confirmed due to no needles being returned.